Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the display was scrambled. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 03nov2018. Date of manufacturer: 05nov2018. The customer reported that the problem was resolved by replacing the video graphics array printed circuit board assembly.